Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device getting calibration error 80 (water check time out ¿ unable to reach calibration temperature). Expected value was 8, actual value was 32.56 and 34.23. Per follow up information received on (B)(6) 2022, there was no patient involvement as it was found during calibration. Biomed would like to send device in for service and repair. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a mixing pump failure. It was stated that the shaft of the motor was hard to turn replace on circulation pump. It was also stated that replaced power cord due to tape all over it.

Event description:
It was reported that biomed had an arctic sun device getting calibration error 80 (water check time out ¿ unable to reach calibration temperature). Expected value was 8, actual value was 32.56 and 34.23. Per follow up information received on (B)(6) 2022, there was no patient involvement as it was found during calibration. Biomed would like to send device in for service and repair. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a mixing pump failure. It was stated that the shaft of the motor was hard to turn replace on circulation pump. It was also stated that replaced power cord due to tape all over it.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated. The shaft of the motor was hard to turn on the device. The circulation pump was replaced. The device passed all applicable testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.